Event description:
Caller reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.